Event description:
It was reported that: "during vaginal cystocele repair, the capio system was used to pass a wire through the sacrospinous ligament. On the right, two wires were inserted normally. On the left, during the passage of the first wire, the stitch at the end of the wire dislodged and got stuck in the ligament (the wire returned without the stitch). The stitch could not be retrieved or located and was left in place. No technical difficulties were encountered during the procedure, and the wire and the capio were handled with care. Clinical consequences and current state of the patient or person involved: no apparent consequences for the patient."

Manufacturer narrative:
Qn#(B)(4). Customer complaint cannot be confirmed based only on the information provided; to perform a proper evaluation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. The device history record of batch number 74f2302371 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR records shows that the tension qa inspection tests met the specifications. DHR verification shows that the product was assembled & inspected according to our specifications. Additionally, after sterilization process, attachment strength test were performed to the product and the results were acceptable. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available. If the sample becomes available this investigation will be updated with the evaluation results. Complaints of this type will continue to be monitored via periodic reviews to evaluate if any trend exists.